Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, b6, b7, g3, g6, h2, h3, h6, h11. The product remains implanted; therefore, visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Medical records were provided and reviewed by a health care professional. The review identified the patient has reported right groin pain since that radiates to the lateral hip; labs ordered, and an MRI showed no significant findings. This has so far been treated through pain management clinic visits with narcotic pain medication and multiple unknown injections leading to temporary relief of pain. Patient had an MRI on their study hip. The MRI was reviewed and confirmed to have no loosening, infection, malalignment, or surrounding fluid collection. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during a clinical study, at the 2-year follow-up appointment, the patient had been experiencing groin pain that radiates to the lateral hip for the last three months. So far, the patient has been treated through pain management clinic visits with narcotic pain medication and multiple unknowns injects that results in temporary pain relief. Attempts have been made but no further information is available.

Manufacturer narrative:
(B)(4). D10: item# 00625006530; lot# j7180079; bone screw self-tapping 6.5 mm dia. 30 mm length item#20103605; lot# 65255952; g7 longevity neutral 36mm e item# 010000663; lot# 7205831; g7 pps ltd acet shell 52e item# 51-104130; lot# 7062049; tprlc 133 t1 pps ho 13x146mm item# unk apical hole plug; lot# unknown the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.